Manufacturer narrative:
(B)(4): a 120 hour time accuracy test was performed and confirme dhta the pump was keeping time accurately without duplicating any time gain.

Event description:
The patient contacted animas on march 21 stating that the pump was gaining time. During the call to animas the patient's mother said that the time and dates were current and correct. During troubleshooting the pump blinked and when she went to the home screen the time changed to am instead of pm and the date jumped forward to march 22. The cause of the failure was not resolved. The animas representative advised the patient to stop pump therapy. She said she wished to remain on the pump and will check the pump every three hours. However the animas representative reiterated the patient come off the pump for safety concerns and replaced the product. This complaint is being reported because the reporter alleged that the pump's clock was gaining time. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.